Event description:
A customer contacted baxter's technical service center regarding system error (se) 2240 (air in the set) dwell 3 of 4 on the home choice (hc). The caregiver (cg) stated the home patient (hp) was still connected to the machine. The technical service representative (tsr) instructed the cg to cycle power twice, then the hc was at press go to start. The hp was disconnect and cassette removed. The tsr explained the alarm and advised to contact the nurse. Product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2011 regarding the system error 2240 alarm. The hp started over with new supplies and resumed therapy. The hp followed up with his peritoneal dialysis nurse (pdrn) regarding the alarm when he came in the clinic. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.